Manufacturer narrative:
(B)(4).please disregard all information that was reported in the initial MDR for report number 3004753838-2019-15022 as this is a duplicate report. This customer complaint has been previously reported in report number 3004753838-2019-11579.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient's dexcom device displayed a "no data" message. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.